Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device reverted to safety mode with limited critical therapy still available. Boston scientific technical services (ts) explained to the boston scientific field representative that the device is malfunctioning and stated the device should be explanted without delay and sent back for analysis. Ts also provided the pacing and sensing parameters used by the device when in safety mode and discussed the possible risks of these settings. The device was explanted and replaced the same day. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device reverted to safety mode with limited critical therapy still available. Boston scientific technical services (ts) explained to the boston scientific field representative that the device is malfunctioning and stated the device should be explanted without delay and sent back for analysis. Ts also provided the pacing and sensing parameters used by the device when in safety mode and discussed the possible risks of these settings. The device was explanted and replaced the same day. No additional adverse patient effects were reported. Additional information was received from the boston scientific field representative that the patient had passed out and fell in the shower. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device reverted to safety mode with limited critical therapy still available. Boston scientific technical services (ts) explained to the boston scientific field representative that the device is malfunctioning and stated the device should be explanted without delay and sent back for analysis. Ts also provided the pacing and sensing parameters used by the device when in safety mode and discussed the possible risks of these settings. The device was explanted and replaced the same day. No additional adverse patient effects were reported. Additional information was received from the boston scientific field representative that the patient had passed out and fell in the shower. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets occurred during a telemetry session and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.